Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was permanently illuminated and the device would not power-on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. On or after this date there are multiple events on the same day which would indicate the device was switching itself on automatically. There are no automatic self tests recorded between (B)(6) 2008 and (B)(6) 2011 when the complaint was reported. The device was disassembled for investigation and significant levels of corrosion were discovered on the membrane tail and speaker. This would indicate the device was inadequately stored. Further corrosion was found on the real time clock circuit. This would suggest water ingress into the device and damage to the circuitry would cause the automatic self tests to cease. The inadequate storage of the device is the root cause of the problems with this pad. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.